Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found record of loss of prime and power on reset with deliveries resumed shortly after the events. The total daily deliveries correctly reflected user¿s programmed basal and bolus settings. Review of black box and pump history did not find any unusual activities. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were completed and recorded correctly. Pump delivery accuracy was within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was over 500 mg/dl with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with no information provided regarding any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. No information was provided regarding potential causes for inaccurate deliveries or bg issues. The reporter stated that the patient¿s bg had been elevated for the past week. The reporter was unsure if the patient had eaten without their knowledge and hence did not bolus for the food intake which may have led to the bg excursion. The troubleshooting session was unable to ascertain the cause of the bg excursion. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia of unknown causes and the pump cannot be ruled out for the reported adverse event.